Event description:
A closed head iliac connector and cobalt-chromium rod was implanted as part of a deformity correction on (B)(6) 2012. F/u office visit noted the connector and rod had loosened. It is unclear if revision surgery has occurred.

Manufacturer narrative:
(B)(4). It is unk if revision surgery has occurred. The affected components have not been returned to nuvasive for eval. Root cause of the reported event has not been determined. Should the product be returned, investigation will resume and any relevant info will be reported. Labeling review notes the following: "potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant."